Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture along with high capture thresholds. High-pacing impedance measurements and noise oversensed were also observed. Which was believed to be caused by fractures. The rv lead was surgically abandoned and replaced. While the implantable cardioverter defibrillator (ICD) and the non-boston scientific right atrial lead were abandoned due to therapy downgrade. A new system was successfully placed. No additional adverse patient effects were reported.